Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was getting alert 113 twice. Per additional information updated from ttm on 21oct2025, biomed stated nurses reported they received error that the device cannot control the patient's temperature. Event log shows alert 113 reduced water temperature control.

Manufacturer narrative:
This event was a confirmed overfill, not attributed to a device malfunction. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause for the reported event is the device being overfilled. Per additional information updated from ttm on 21oct2025, biomed stated nurses reported they received error that the device cannot control the patient's temperature. Event log shows alert 113 reduced water temperature control. Per review of wo on 01nov2025, device was overfilled, drained 500 ml from right drain port. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Fill reservoir: 1) fill the reservoir with sterile water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun® temperature management system cleaning solution to the sterile water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen. Replenish internal cleaning solution: contact customer service to order internal cleaning solution. To replenish the internal cleaning solution: 1) drain the reservoir. Turn control module power off. Attach the drain line to the two drain ports on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2) refill the reservoir. From the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Add one vial of arctic sun® temperature management system cleaning solution to the first bottle of sterile water. The filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. When the fill reservoir process is complete, the screen will close. Based on the results of the investigation, no additional actions are needed. Corrections: b, d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was getting alert 113 twice. Per additional information updated from ttm on 21oct2025, biomed stated nurses reported they received error that the device cannot control the patient's temperature. Event log shows alert 113 reduced water temperature control. Per review of wo on 01nov2025, device was overfilled, drained 500 ml from right drain port.